Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their reservoir compartment was missing a plastic piece as well as top of screen cracked and scratched. The customer blood glucose level was unknown at the time of the incident. Customer also stated that insulin was squirts during prime. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.